Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed cable herniation. The returned phaco handpiece sample was connected to a calibrated ophthalmic console. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet manufacturer specifications per manufacturing test procedure (mtp). The customer reported event was not able to be confirmed. Unrelated to the reported event, a visual evaluation found cable herniation; however how or when the nonconformity occurred cannot be determined. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the phacoemulsification (phaco) handpieces did not provide phaco power during cataract procedure with intra ocular lens implant. The procedure was completed with an alternate handpiece. Patient impact was not reported. Additional information received from the healthcare professional indicating that there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).